Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the procedure to replace the patient's ipg, (reference MFR report # 1627487-2015-00076), the physician elected to explant and replace the lead due to high impedance readings. Effective stimulation was recaptured for the patient post-operatively.